Event description:
It was reported that this inflatable penile prosthesis (ipp) was unable to cycle. A surgical procedure was performed during which the device was explanted and replaced. Upon explant the physician identified a hole at the juncture of the pump tubing where it connected to the kink resistant tubing (krt), and there was fluid leakage. No additional information was provided.